Event description:
The latch mechanism on a phillips portable unit became loose and fell off of the machine on to the floor. Philips field engineer placed new screws and 3 days later, the latch mechanism became loose again. Philips re-ordered and installed whole new assembly. The latch assembly has the potential to rise 8 feet at the highest point and has the potential of serious injury to a pt or operator. FDA safety report ID# (B)(4).